Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer accidentally pulled on the tubing and the patient line became disconnected from the cartridge. Customer had elevated blood glucose levels (425 mg/dl). Customer stated, cartridge will be changed and a bolus will be delivered to stabilize blood glucose levels.